Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported underinfusion. The actual reservoir volume (arv) was 9cc and the expected reservoir volume (erv) was 1.5cc. The pump was close to the surface of the skin and easy to access, so they were confident in the reservoir refill port during the refill on (B)(6) 2015. The patient had a flipped pump, but it could easily be turned back over. At the refill, the pump only accepted 10cc of drug. No patient symptoms were mentioned. The system was deliver morphine at 4mg/ml and 0.5106mg/day. The lot number was unknown. The indication for use was non-malignant pain. The cause of the issues, actions/interventions taken, and patient outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Event description:
Additional information received from the hcp reported that, according to the patient, the pump flipping had been occurring since the postoperative period. The hcp observed the pump flip in clinic while attempting to refill. It was further reported that troubleshooting related to the volume discrepancy and inability to completely fill the reservoir included repeat aspiration of the pump, in which a full 20 ml was withdrawn; which, according to the hcp, suggested that the pump was inadequately emptied prior to filling and had a residual volume close to 20 ml (previously reported as 9 ml; it should have been 1.5 ml). The pump was subsequently fully refilled. With regard to the flipped pump, actions taken to resolve the issue included manually flipping the pump in clinic; the patient was referred back to the surgeon that placed the pump.